Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.